Manufacturer narrative:
Concomitant product: d314trg crt-d, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited mirrored noise, electromagnetic interference, and oversensing which suggested that there was insulation damage and that the conductors were in contact. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.